Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked what steps were to be taken to resolve the issue of their ins moving, they indicated that they had an MRI, they needed to shut it off, they received info and it went as planned. They confirmed the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for call was the patient reported they needed to turn their therapy off for an MRI they were having on sunday. Patient services walked the patient through connecting to their settings and activating/deactivating MRI mode. The patient commented when they immediately connected that they had always had a hard time connecting to their ins settings when they needed to connect since they first started using the external devices with this implant. They stated their spouse would help but would quit helping after the patient couldn't connect after a bit telling the patient they should know how to use their external devices. The patient stated especially because the implant was in a mesh bag and patient stated it could move all around if you touched it but this time with patent services, it connected right away. The patient stated they'd talked with their doctor about doing a revision but they didn't feel a need to do a revision now because it was working so well for their symptoms since they changed programs, aside from once in awhile when they didn't make it to get to the bathroom in time. Patient services reviewed therapy expectations with the patient and the patient confirmed that they still would be getting the 50% or greater reduction even with not making it on occasion. Patient services reviewed with the patient that the external devices were functioning as intended on the call and advised the patient to call back if they ever ran into a need to troubleshoot again. The patient stated that they normally didn't have to use the external devices, that they'd left the external devices alone because the therapy had been doing pretty good for their symptoms now. The patient was going to monitor their symptoms and follow up with their managing health care provider on the (B)(6). The patient could not recall the name of their managing healthcare provider (hcp) but noted it was not their procedure hcp. Patient also requested that the manuals from the manual website be printed and mailed to them as they'd accidentally thrown the manual out. Patient services sent the patient printed manuals from the manual website as requested. Patient services also emailed the patient MRI instructions at the patient's request. Documented reported event. No further action was taken by patient services. Patient's relevant medical history included the patient stated they had scoliosis and a lot of back pain and that they didn't take anything but tylenol once in a while to endure the pain though the tylenol never truly wiped it away. The patient stated their care team had also wanted to give the patient a pump but patient didn't want to do a pump. They stated they didn't want any more things inside of them and the idea of getting a pump made them nervous. Patient also mentioned they had a metal knee and metal in their back and they may have a shoulder replacement soon. Patient stated they were "falling apart."